Manufacturer narrative:
Product event summary: the balloon catheter, afapro28 with lot number 44915, was returned and analyzed. Visual inspection of the balloon catheter showed there was blood inside the balloons, the catheter handle and the coaxial port. The catheter failed the performance test due to system notice 50005 ¿the safety system detected fluid in the catheter and stopped the injection¿ right after connecting to the console. Dissection and pressure tests showed leak at the inner balloon and guide wire lumen (gwl) of the catheter in balloon segment and at the attachment of gwl to the tip. In conclusion, the reported issue was confirmed. The balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The data files were returned and analyzed. The data files showed that at least 24 applications were performed with catheter, 209f5 with lot number 15992, without any issue on the date of the event. Multiple files confirmed system notice 50005 ¿leak detection¿ and system notice 50006 ¿blood detection¿. In conclusion, the reported visible blood could not be confirmed as the physical product is still pending analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating "detection of liquid in the catheter" and blood was observed inside the catheter, reaching the coaxial connection. The balloon catheter was replaced with resolve. The case was able to be completed with cryo. No patient complications have been reported as a result of this event.